Event description:
It was reported that patient is experiencing severe pain in her left hip. Patient states that one of the screws was dislodged from the implant and possibly has moved somewhere close to her knee. Patient reports that she will need revision surgery in the near future. Patient states that she can't sit down and has trouble standing up. Patient also complains of having diarrhea, cramps, back pain, pain in her right hip, and has trouble sleeping. Patient states that she was unable to do physical therapy after having the surgery because the pain in her hip was so severe. Patient states that she will be leaving for florida in the next few weeks because she wants to have her surgery there instead of in tn. No date has been set for the revision surgery.

Event description:
It was reported that patient is experiencing severe pain in her left hip. Patient states that one of the screws was dislodged from the implant and possibly has moved somewhere close to her knee. Patient reports that she will need revision surgery in the near future. Patient states that she can't sit down and has trouble standing up. Patient also complains of having diarrhea, cramps, back pain, pain in her right hip, and has trouble sleeping. Patient states that she was unable to do physical therapy after having the surgery because, the pain in her hip was so severe. Patient states that she will be leaving for (B)(6) in the next few weeks because, she wants to have her surgery there instead of in (B)(6). No date has been set for the revision surgery.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a left unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.